Manufacturer narrative:
(B)(6). Date of manufacture was not available. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the gear seized, was blocked and rough running. It was further reported that the gear box was sluggish. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by (B)(6) that before surgery, it was discovered that the oscillating saw attachment device vibrated and the min-max wheel was moving. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There was no patient involvement. There were no injuries, medical intervention or prolonged hospitalization associated to this event. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.